Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancomycin (2 grams, intraperitoneally (ip), stat, repeated every third day, duration not reported), ceftazidime (2 grams per day, ip, up to the fourteenth day), and heparin (2 milliliters in every exchange, ip, duration not reported) for the peritonitis. The action taken with the patient's therapy was not reported. The patient was reported to be recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.